Manufacturer narrative:
Philips service replaced the cmos battery and swapped the display card; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc failed to boot due to weak cmos battery and faulty display card on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.